Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the compressor is weak/ noisy.associated malfunctions for this device: 4 way valve not switching fully.